Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device appears to be intermittently undersensing on ventricular lead. At device classified termination of events arrhythmia appears to continue. Potential right atrial (ra) lead undersensing was also noted. Both leads remain in use. No patient complications have been reported as a result of this event.